Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The products were used for the patient with c1/2 subluxation on the surgery dated of (B)(6) 2016. The screw was inserted into c1 lateral mass after tapping diameter smoothly. The tip of screwdriver was broken when it was inserted into the bone screw and tightened in order to insert additional screw. As the fragment of the diver¿s tip was left on the screw, the doctor removed the screw and exchanged to the other one. The operation was finished with no problem. Doctor's comments: the driver's tip was added by strong pressure because the patient was young with healthy bone.

Manufacturer narrative:
(B)(4). One (1) mountaineer minipolyaxial screwdriver [product code: 2883-04-000, lot no: x0609] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the screwdriver¿s distal tip. The fractured tip remained inside the drive feature of the concomitant mountaineer screw. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the screwdriver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex feature and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.